Manufacturer narrative:
(B)(4). Batch# unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance

Event description:
It was reported that when the device arrived at the surgical center, it was observed that the seal was violated. No patient involvement.